Event description:
It was reported, that prior to use with bd vacutainer® serum blood collection tubes, the tube label was discovered to be missing. The following information was provided by the initial reporter, translated from chinese to english: 2023.03.19, I was going to take blood collection for the patient, but found that there was no paper label on the outside of the blood collection tube, and I could not confirm the basic information such as the product date, so I replaced it with a new qualified blood collection tube, which was not used and caused no adverse effects.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing label, as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text.